Event description:
It was reported by repair work order that the latch plate on the siderail was broken, which was preventing the siderail from latching in the up position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.